Event description:
Implant didn't achieve osseointegration, immediate implantation, inadequate bone quality/quantity, infection, pain, swelling, inflammation, mobility (2019_1849 and 2019_1850 are same patient).